Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal for treatment of the patient¿s great saphenous vein (gsv). A systemic allergic reaction post venaseal procedure is reported. Patient was given medication for the reaction.